Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a blood back issue. The intra-aortic balloon (iab) ruptured. It is unknown if there was any patient harm/injury; however there was no adverse event reported. This complaint is related to (B)(4).

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the intra-aortic balloon pump (iabp). The stm confirmed the blood back issue. All blood contaminated parts purge valve assembly (0104-00-0026), safety disk (0997-00-0985-01), assy crm (0997-00-0986-01) and blood detect tubing (0008-00-0312) were replaced. The stm then completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.